Event description:
It was reported that this implantable cardioverter defibrillator (ICD) intrinsic amplitude out of range at 0.4mv (millivolts) on this right atrial (ra) lead. The right atrial automatic threshold (raat) test shows under-sensing. The atrial sensitivity is programmed to automatic gain control (agc) 0.25mv. The battery longevity is normal. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).